Event description:
Patient reported shortly after going through theft detectors the stimulation was too strong and the patient could not decrease it. Troubleshooting performed. Patient derceased the setting with the neurostimulator off. When the patient turned the neurostimulator on, at the lowest setting, the stimulation was still to strong. The patient was redirected to contact the physician. No report of device explanation. Manufacturer is attempting to contact the hcp for follow up. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product labeling. Use care when approaching theft detector and security device (such as those found in airports, libraries, and some department stores). If you must pass through the theft detector or security screening device, turn your neurostimulator off, approach the center of the device and walk through normally. After you pass through the security device, turn your neurostimulator on again.